Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a syncopal event. They presented to the emergency department and it was noted that the implantable pulse generator (ipg) device recorded a ventricular high rate event that coincided with the timing of the syncopal event, but there was no electrogram, because the data collection had been programmed off. The device was checked ate the time of the ER visit and there was no malfunction found with the pacemaker system. The device remains in use. No further patient complications have been reported as a result of this event.